Event description:
It was reported during an atrial flutter (afl) procedure the force menu was not shown. A reboot of the workstation was requested to resolve the issue. They were also using the trial version. Upon request for additional clarification on case completion and if there was any patient consequence, the biosense webster field representative stated that the issue was resolved by connecting the pacing cable above the ref/deca input +&-. There were no patient consequences, but it was a dangerous situation as the intracardiac (ic) and the body surface (bs) signals were lost on both the carto 3 system and the ep recording system at the same time when the physician pushed the foot pedal and the radiofrequency started.

Manufacturer narrative:
This is a correction to the event and reportability of this complaint. This complaint was processed as a reportable event because of the loss of signal issue. After further investigation, it was discovered that the loss of signal issue was a separate incident which was processed under the bwi complaint manufacturing number (B)(4). However, in reviewing complaint (B)(4), it was determined that this complaint was not reportable per the recorded image that was provided from the customer. The image shows that the signal attenuation didn't occur on all the intracardiac (ic) recordings. The loss of signal issue only occurred on the lasso catheter, ablation catheters and the body surface (bs) ECG. The force menu issue for manufacturer reference number (B)(4) is not a reportable event. Evaluation summary. (B)(4). The issue for this complaint is that the force menu was not shown as the trial version was gone and therefore, they could not use the smartouch features. Advised and trained to buy the software st. System is operational. The device history record review showed no anomalies were noted in manufacturing or service.

Manufacturer narrative:
Investigation still in progress. A supplemental report or device evaluation will be submitted.(B)(4).